Event description:
As reported by the user facility: customer reports under infusion, pump delivered 0.13 ml instead of the set rate of 0.25 ml, medication used may have been fentanyl, customer is unsure though did not save syringe or tubing. No patient injury.

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to (B)(4) for investigation. A follow up report will be provided when the examination results are available. (B)(4).